Manufacturer narrative:
The analyzer serial number is (B)(6) the investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hbsag ii results for 1 patient on a cobas e 801 analytical unit. On (B)(6) 2025, the initial result was 1.25 coi, interpreted as reactive. The sample was repeated and the repeat result was 1.11 coi, interpreted as reactive. The confirmatory test was performed twice and both results confirmed the reactive result. On (B)(6) 2025, another patient sample collected at the same time as the initial sample was tested and gave a reactive result. The exact results were not provided. On (B)(6) 2025, the confirmatory test was repeated on the original sample and the result confirmed the reactive result. The sample was sent for pcr testing and the result was negative. It was also reported that the patient also had testing done in another laboratory using an abbott analyzer and the result was negative. The date of testing and the exact results were not provided.